Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced 2 inappropriate losses of power. Physio did observe that one of the customer¿s batteries had a bent clip which prohibited the battery from being installed properly in the device. Physio was unable to determine if the observed battery issue contributed to the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. Each time the device was powered back on by the customer. The customer advised that their device was being charged for defibrillation in preparation for a rhythm check, when the device powered off. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) year old female did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.